Manufacturer narrative:
The investigation has been completed for the reported issue of access site bleeding. The device was not received for evaluation. The root cause of the access site bleeding was unable to be determined as no product was not returned. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported a patient in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. The patient experienced hematoma at the impella access site. The impella cp was explanted to address the issue. The patient survived the procedure.